Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure while slitting the delivery catheter, a part of the hemostatic valve remained between the right ventricular (rv) lead and the valve. It was noted that the lead could not be removed from the catheter. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Returned product analysis was performed and no anomalies were found. The mechanical operation of the catheter peeling/slitting/splitting was partially executed. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.